Event description:
It was reported that the introducer was removed and catheter fed down peel sheath. Tabs on peel sheath snapped and pulled apart. Tab snapped off from main body of sheath, making it very difficult to continue to peel back. (Rep present during the procedure).

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.